Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with non-sustained right ventricular oversensing due to post-paced t-wave over-sensing. The patient had a sudden onset of atrial flutter with rapid ventricular response so they were cardioverted and the recommended device changes were made. Intermittent diaphragmatic stimulation was also noted. After intervention, the patient was stable and discharged.